Event description:
On (B)(6) 2010, pt reported infection at infusion sites when headsets were inserted in stomach. Pt received treatment from his physician for the infected sites. Physician "cut the infection and squeezed the puss out on one occasion." Physician has advised to discontinue infusion device therapy and switch to injections. Pt cleansed site with alcohol before infusion headset was inserted. Pt rotated infusion sites from side-to-side and experienced an infection on both sides of stomach. Pt cleansed area with alcohol after infusion headset was removed. Pt had no scar tissue, hair, or bruising near infected areas. There were no medication changes. Unused infusion sets from same lot were requested for eval. Used infusion sets were discarded.